Event description:
It was reported that, during the water vapor thermal therapy procedure, the needle failed to retract. It was noted that the patient was showing a little discomfort during the procedure, so the physician decided to finish the procedure. The physician was able to remove the delivery device by pulling the needle safety pin and manually retracting the needle. There were no further patient complications. This event is being reported for an aborted/cancelled procedure with a patient under anesthesia or sedation status is unknown.